Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Event site name: (B)(6). The initial reporter was getinge technician. H3 other text : device not returned to manufacturer.

Event description:
On 25th october, 2023 getinge became aware of an issue with one of surgical lights - powerled 700. Based on photographic evidence the cap on fork was cracked with risk of missing particles. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - powerled 700. Based on photographic evidence the cap on fork was cracked with risk of missing particles. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. It was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The claimed device was not being used for patient treatment or diagnosis when the event took place. According to the photographic evidence the silicone fork cap ard567202415 is damaged. This cap was probably damaged during a collision. To prevent any incident, the powerled instruction for use IFU 01581 indicates: "warning! Risk of injury/infection. The use of a damaged device may lead to a risk of injury for users or a risk of infection for patients. Do not use a damaged device". The IFU indicates to perform daily inspection before use and mentions to check that the device has not suffered any impact damage. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time. The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. The correction of¿h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a.

Event description:
Manufacturer's reference number (B)(4).